Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly and motor assembly.

Event description:
The customer reported that she went to swim while wearing the insulin pump, and the device had a blank display. The blood glucose reading was 267mg/dl. The customer stated that she does not have a back plan, and she is going to the hospital to be treated. Advised the caller to remove the battery cap, and it was not damaged or corroded. Instructed the customer to change the battery, but the display did not return. The customer declined to continue testing and requested a replacement. No further information was provided.